Event description:
It was reported that this cardiac re-synchronization therapy defibrillator (crt-d) exhibited out-of-range pacing impedance measurements on the left ventricular (lv) lead. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the lv was surgically abandoned and replaced. No additional adverse patient effects were reported.